Event description:
It was reported there was a problem with the implantable neurostimulator (ins). It was noted the ins was being changed out on the day of report. It was noted there was no event. It was further reported the patient was on their 4th spinal cord stimulation (scs) implant. It was noted the reason the patient had to have their 3rd system replaced was because they were getting shocked for 8 months with the previous system. It was stated the patient was getting ¿electrocuted every day for 8 months¿ and the patient ¿could not move¿ half of the time because they were getting shocked. It was noted there were a lot of complications with the patient¿s most recent surgery and they had lost over a pint of blood. It was stated the replacement surgery was supposed to be an outpatient surgery but they ended up staying in the hospital for 4 days. It was noted the patient¿s last scs surgery was ¿so painful¿ and the incision was on their back and they had not slept well ¿between these surgeries.¿

Manufacturer narrative:
(B)(4).